Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer loaded the cartridge with cold insulin. Additionally, a malfunction alarm occurred. There was no reported adverse effect to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.